Event description:
Reportedly patient deceased in (B)(6) 2023.

Manufacturer narrative:
The conclusions are as follows: - from the implantation to 14 days before death, the device has worked as per specifications and no abnormality at any level was noticed. - the physician has indicated that according to him, the death was not related to the device. - the production records review did not reveal any abnormality. - therefore, based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly patient deceased in october 2023.